Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure due to eri. Remote transmission reviewed prior to the procedure noted that the right ventricular (rv) lead had high pacing impedance measurements. The lead was also damaged. Despite programming changes made, the rv lead was capped and replaced on (B)(6) 2025 due to the patient being dependent. Meanwhile, the right atrial (ra) lead was capped on (B)(6) 2013 due to an unknown reason. The patient was stable throughout the procedure.